Event description:
It was reported to philips that the device would not provide co2 readings and would fail co2 calibrations. There was no reported patient or user involvement and no adverse patient/user impact.